Manufacturer narrative:
H6: code c20 - the device was unavailable for return and, therefore, was not available for direct analysis by gore. H6: code d15 - there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent an endovascular procedure to treat a thoracoabdominal aneurysm utilizing a gore® dryseal flex introducer sheath and gore® excluder® thoracoabdominal branch endoprosthesis (tambe). Reportedly, while the sheath was inserted in the patient, the physician was aggressively pushing the tambe device through the sheath due to tight access and patient tortuosity. The sheath then lost hemostasis as the valve inner film tube popped. The sheath valve reportedly popped due to excessive torque and friction of the tambe device through the sheath valve due to the patient's tortuous anatomy. There were no issues with the tambe device and it was never deployed. The physician elected to remove the tambe and sheath and start over with a new tambe and sheath. The patient experienced a small amount of temporary blood loss when the initial sheath lost hemostasis, but no other patient adverse events were reported. The patient tolerated the procedure.

Manufacturer narrative:
Added g3/g4, h1/h2, h6. Correction: added a23 use of device problem to medical device problems codes. Added c23 usage problem identified to investigation findings. Removed d15 cause not established and added d1102 unintended use error caused or contributed to event and d1001 adverse event related to patient condition to investigation conclusions. H6: code a23, c23, and d1102 - it should be noted that, per the gore® dryseal flex introducer sheath instructions for use (IFU) warnings section: do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to/breakage of the guidewire, catheter, or other device.